Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean the pump, ensuring proper placement of the cartridge, successfully completing the load process and resuming insulin delivery.